Event description:
Reporter indicated a vns wand was having "programming problems". Attempts for further info from the reporter are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.